Event description:
It was reported occlusion alarms occurred, previous dates were not provided. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy with a backup plan if necessary.